Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) evaluated device remotely and confirmed x-ray cannot expose. Fse found that disk was full. Fse instructed customer to delete old patient cases and restart system. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It has been reported to philips that the x-ray can't exposure. The device was in clinical use. It is unknown if the procedure was completed. Philips has started an investigation of the complaint.